Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending artery with heavy tortuosity. A 3.5x19mm graftmaster rx stent system was advanced toward a perforation but could not cross due to the patient anatomy. An unspecified balloon catheter was advanced to straighten the vessel and support the graftmaster stent. The graftmaster still could not cross. The graftmaster became stuck and the proximal shaft separated at the level of the y-connector. It is unknown if the resistance was caused by the anatomy or by device interaction. The graftmaster was completely withdrawn from the patient anatomy. An unspecified guide wire was advanced and a 2.8x19mm graftmaster was successfully used to treat the perforation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported detachment of the device was confirmed. The reported failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.